Event description:
It was reported the device is presented with a speaker malfunction inop error message. The device was not in use on a patient. There was no report of patient or user harm. It is asked but unknown if there was still sound present.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction. The speaker has been replaced per current process.